Event description:
It was reported that the patient requested a pocket revision due to discomfort and cosmetic reasons. The physician noted insulation damage on the lead due to can/lead crush. There was no impedance issues and sensing and capture were with- in normal range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.